Manufacturer narrative:
Reporter contact information was not provided. End of report.

Event description:
A hospital in (B)(6) reported a 1685 tegaderm IV advanced securement dressing was applied to a patient's PICC catheter site. The patient reportedly experienced contact dermatitis under the area where the dressing was applied. The PICC catheter was removed and replaced with a peripheral venous catheter. The PICC site was treated with topical rx mometasone and the reaction has reportedly resolved.